Event description:
It was reported that the down elevation switch and the fluoro switch sometimes does not work. When they pushed a second time, the system will respond correctly. Also, system does not always boot. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced - ordered the power supply. The system operates as intended.